Manufacturer narrative:
According to the technician dated on (B)(6) 2019 the field service technician has replaced the following components: valve kit (material# 70107.1778), hcu 40 connector 3/8"female (material#70102.9132) and shunt valve (material#70107.1568). Similar failure "melted ice" was already investigated in a similar complaint (B)(4) on (B)(6) 2019 with life cycle engineering (lce) investigation report (B)(4). The most probable root cause could be determined as defective valves. Due to the visual investigation, deposits on the o-rings was found. The valves do not close completely, it can happen that warm water flows into the tank and the desired amount of ice cannot be built. The deposits on the o-rings could most likely have led to the leakage of the valve. Thus the reported failure could be confirmed. The hcu 40 risk analysis version v17 (B)(4) was reviewed and the failure is assessed in section: risk ID: h9.2.1.18 possible causes: too low amount of ice building: - sensor failures - use of water out of spec. (Conductivity) software error- defective compressor or coolant circuit - software error since the incident is below the accepted rate, no remedial action is necessary. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). It was reported that there is no more ice in the tank after 240 min. Circulation temperature to 13.7 instead of 5 degrees.